Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the cartridge was not sliding onto the pump and was not flush with the pump. Reportedly, the customer declined troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.